Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone of high blood glucose of 500 mg/dl. Customer was advised to contact their doctor, administer an insulin correction from a pen and change out the entire set. The customer called back soon after the initial call and indicated that their blood glucose was 270 mg/dl.